Manufacturer narrative:
Reference record: (B)(4).

Event description:
Additional information received. Wife informed that a stoma culture was performed and it was positive for fungi, it has been treated with daktarin for a few days.

Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. In (B)(6) 2020, the patient developed stoma site infection. Patient was treated with oral antibiotics with improvement. Stoma cleaning instructions were given.